Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, the patient reported he noticed air bubbles in the insulin cartridge of his infusion device after filling the cartridge. He stated he was able to prime most of the air bubbles out. He said he allows the insulin to reach room temperature prior to filling the cartridge. He stated he does not change his device adapter as recommended. He was advised to do so. Courtesy adapters were sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.